Event description:
It was reported by the customer that they had 4 bd syringe 10 ml ll bns with poor printing. The following information was provided by the initial reporter, translated from spanish to english poor printing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they had 4 bd syringe 10 ml ll bns with poor printing. The following information was provided by the initial reporter, translated from spanish to english. Poor printing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 01-nov-2022. H6: investigation summary: seven samples from batch 1111298 had brown/black embedded foreign matter present on barrel. Two samples from them had missing print, one sample had ink smears, one sample had excessive skewed scale with minor damage to the barrel with four ink dots and one sample observed to have a broken plunger rod. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. A device history record review was completed for provided batch number 1111298. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.